Event description:
It was reported by the funeral home the patient had passed away due to respiratory failure. The physician's office was contacted to see if more information could be obtained; however, due to the amount of time which had passed since they death, they were unable to get into the patient's chart.

Event description:
It was reported by the physician's office that the patient had passed away. No other information was provided. A battery life calculation for the vns generator was performed and showed the patient had approximately 3 years of battery life remaining at the time of his death. Additionally, the in-house programming history database was reviewed and found that the device was working as intended on the date of implant; however, no additional diagnostic information was available.